Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 07/18/2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. Patient woke up at night to a hypoglycemic event, and did not hear the receiver alarm, after going to bed. The patient was able to contact her ex-in-law who called the paramedics for her. Paramedics arrived after her blood glucose (bg) values began to come back up. Patient reported that her bg values were around 42mg/dl when the paramedics arrived. Because her glucose levels were rising, she opted not to be taken to the hospital and had apple juice to help her glucose levels. She did not have to take any medication. At the time of contact, the patient was in better health. Additionally, patient tested the receiver's alarms and all audio sounded properly. No further event or patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.